Event description:
(B)(4). According to the information received, a customer reported that they had found 20 catheters with mold/fungi in the sterile primary packaging. The customer reported that the packages were not opened.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.